Manufacturer narrative:
Device received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test or verify failed battery test anomaly due to buttons not responding. Device received with broken battery tube threads, cracked lcd window, partial broken reservoir tube lip, cracked case display window corner and cracked case reservoir tube window corner. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that act buttons of insulin pump had to push harder. Customer stated that near battery cap area was crack and top right corner of the screen was crack that goes to the back of the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.